Manufacturer narrative:
(B)(4). The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received stated that the implantable cardioverter defibrillator had a history of sustained ventricular fibrillation with cardiac arrest noted and an unspecified device malfunction. It was also noted that the right ventricular lead exhibited an insulation anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced nine inappropriate high voltage therapies due to right ventricular lead noise. The patient was using the restroom in the middle of the night when the shocks started. On (B)(6) 2020, the patient presented in clinic to follow up on the event. She stated that she suspected the implantable cardioverter defibrillator shifted. Upon examination, it was determined that the event may be caused by the right ventricular lead rubbing against something or was under some sort of strain. The high voltage therapy was then disabled. On (B)(6) 2020, the device was removed from the left side of the patient and the leads were capped. The new implantable cardioverter defibrillator system was implanted on the right side. The patient was in stable condition during the initial check and following the procedure. Related manufacturer reference number:2017865-2020-04706.

Manufacturer narrative:
The reported event of high voltage shock was confirmed via reviewing the device image. The device image indicated several high voltage charges were initiated and delivered on (B)(6) 2020 due to fibrillation diagnosis. Noise was observed on both the atrial and ventricular lead channels in the stored electrogram. The other alerts found were consistent with the device being explanted and were not considered anomalous. The device was tested on the bench and was otherwise normal. No anomalies were found.